Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon evaluation, there was a flash memory failure at bga components u102 and u105 on the ca board sn (B)(4). The cause of the inability to power on is the bga failure. The root cause of the bga failure cannot be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a patient's battery charger indicating that it would not power on.